Event description:
Additional information was received reporting the cause of the stretch was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil would loop into the parent artery and was found stretched. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the right internal carotid artery c6 segment with a max diameter of 6 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the package was opened, took out the axium spring coil, and delivered it into the microcatheter. It was found that the coil always went into the parent artery. Tried it four times, but it still didn't work. Pulled out the coil and found that the coil had stretched. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210) ¿ as found condition: the axium coil was returned for analysis within a shipping box, a plastic pouch, and a dispenser coil. ¿ damage location details: the axium coil was returned within its introducer sheath. No damages were found with the introducer sheath. The implant coil was found stretched within its introducer sheath. ¿ testing/analysis: the axium coil could not be removed from within its introducer sheath due to its damaged (stretched) condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿coil loop in parent vessel¿ report could not be confirmed. Possible causes of ¿coil loop in parent vessel¿ include patient vessel tortuosity, catheter tip under stress, catheter kickback, or catheter placement. However, the cause could not be determined. Regarding the customer¿s ¿coil stretch¿ report the issue was confirmed. Possible causes of ¿coil stretch¿ include lack of hydration before the procedure, not maintaining a continuous flush, tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pusher rotation, advancing the coil against resistance, or use of an incompatible catheter. However, the cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.